Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Reference medwatch 2032227-2014-59284 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels. The customer believes insulin was not being delivered. His blood glucose levels ranged from 200 mg/dl to 400 mg/dl. The customer's most recent blood glucose level was 352 mg/dl. The product was returned. Nothing further to report.